Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had display and keypad anomaly. The blood glucose was 387 mg/dl at the time of the incident. Customer stated that numbers are not ramping on their own and he scroll bar is not moving with no input. Customer got the stuck button alarm again once display came back on. The device is not expected to be returned for analysis.